Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 222 mg/dl. The customer reported that insulin pump was exposed to fluid and noticed that the insulin pump was not working. There was a crack on the back of the insulin pump from the bottom of the belt clip to the front of the pump. The troubleshooting was performed for fluid exposure. The customer was advised return to backup plan. The customer was advised the insulin will need to be replaced. The insulin pump will be returned for analysis.